Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the pump was ¿completely down¿ and was in need of a replacement. Customer support made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 11/10/2014-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No physical defects were observed on the pump during a visual inspection. During testing, the pump functioned properly with no issues or difficulty in operation. Unrelated to the complaint, the display lens film was discolored, which has no effect on insulin delivery.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.